Event description:
During removal of the sheath, it separated and a 2 inch portion remained in the pt. This portion was surgically removed from the pt's pulmonary artery. It is uncertain if the sheath was manufactured by co and the product number. The hosp will not release the sample.